Event description:
Patient reported "diagnosed with cd30 and cd117." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of "enlarged lymph nodes" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "suspected rupture," "enlarged lymph nodes," "silicone leakage," "pain in my breast," "[implant] no longer set in place," and "feel the implant."

Event description:
Patient reported right side "suspected rupture," "enlarged lymph nodes," "silicone leakage," "pain in my breast," "[implant] no longer set in place," and "feel the implant." Also reported "constantly unwell," "panic attacks, anxiety, visual disturbances and dizziness" "feeling drunk," and "underactive thyroid," which were determined not to be device related. The status of the device is unknown at this time.

Event description:
Patient later reported such a damaging migration. Patient reported "massive sleep disorders", "freezing, temperature sensitivity, chills", "poor concentration and memory lapses, brain fog", "circulatory problems", "night sweats", "sleep disorders ¿ and the resulting significant tiredness", "stiff joints on the hands and feet, mainly in the morning (so-called stiff fingers)", "dry and irritated eyes", "drunkenness, but without previous alcohol consumption", "hair loss", "weight gain, weight loss (rapid decrease initially, before explantation)", "hormonal disorders", "food intolerances", "veil before the eyes", "difficulty swallowing", "vision problems", "gum problems", "sensitivity to light", "a reduced libido", "massive restrictions in service provision, which was particularly difficult at home and in everyday life", "severe body odor (armpits)", "poor eyesight (occurring irregularly)", "pale skin", "balance disorders", "food intolerances", "lump /feeling of pressure in the throat", "restlessness", "eye burning and tearing", "sensory disorders", "symptoms of bii (breast implant illness)".